Manufacturer narrative:
Evaluation summary: there was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. There was no sample returned; therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. (B)(4).

Event description:
In a literature article the author reported that a (B)(6) female patient with glaucoma secondary to scleritis was implanted with a glaucoma filtration device (gfd) and the following day a leakage of aqueous humor was observed. Conjunctival suture was added 8 days after the surgery and the aqueous leakage was ameliorated. A needling was performed 68 days after surgery because of a poor filtration bleb formation after suture lysis. After that, the filtration bleb was well-formed, and the progress has been good with an intraocular pressure (iop) of about 10mmhg. However, after 4 years, the scleral flap was melted and the uveal tract was exposed; thus, a free conjunctival graft was collected from the temporal side of the left eye and was transplanted to the exposed part of the right eye. The engraftment of the postoperative free graft has been well, there has been no infection and iop progress has been good. The author concluded that even in the case of gfd -combined filtration surgery which is said to be minimally invasive, late complications such as scleral thawing and uveal tract exposure may occur over a long period of time.